Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 3587, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. (B)(4).

Event description:
In 2013 it was reported that the patient could not feel the stimulation sensation. It was noted that the patient turned his stimulation off before his cardio version on the day of the report. It was noted that after the cardio version, the patient turned his stimulation back on, but he was not able to feel it. It was noted that the patient placed the programmer over the implant and pressed the stimulation on button and the patient saw the green stimulation on light, the green implantable neurostimulator (ins) battery light and the green 9v battery light. The patient was unable to feel any stimulation. It was noted that the patient attempted to turn it up as high as it could go, but he was still unable to feel stimulation. It was noted that the patient placed the programmer over the implant and pressed the stimulation off button and the patient saw the yellow stimulation off light. Additional information reported that the patient was unable to adjust stimulation. It was noted that the patient turned off his stimulation before the cardio version and notified the technician. It was noted that since the cardio version, the patient was not able to adjust stimulation or feel stimulation. Additional information reported that the patient was discharged from the hospital on the same day as the cardio version. It was noted that the patient had an emergency cardio version due to atrial fibrillation. It was noted that the patient did not feel like the device was on. It was noted that the patient increased the stimulation all the way until he heard 3 beeps but he was not feeling stimulation and did not feel like he was getting any therapeutic benefit. Additional information reported that the patient ¿felt the programmer was working, he replaced the batteries and was getting all the lights on the programmer, but he was unable to get the ins to turn on.¿ it was noted that the patient¿s pain was increasing and he was unable to turn his stimulation on.